Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse found that the ippc couldn¿t startup by itself and needed to turn on manually. The fse measured the bios battery on ippc and found voltage was 2v, lower than it should be(3v). To resolve the reported issue, the fse replaced the bios battery, reset the ippc system date and time. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ippc) failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.